Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately; the pump was exercised for 29 hours with no insulin delivery issues found. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump history revealed a manual time change from (B)(6) 2011 06:14 to (B)(6) 2011 18:14. There was no evidence of a time and date reset to factory default settings noted in the pump history. There were no defects found to the internal clock battery. The complaint could not be confirmed or duplicated on investigation.

Event description:
The reporter claimed that the date/time on the animas pump is switching from am to pm and vice versa. There was no report of product misuse. There was no adverse event associated with this complaint as the patient did not have any symptoms or medical intervention. This complaint is being reported as a malfunction due to the date/time issue.